Manufacturer narrative:
Analysis: no product was returned. Based on the complaint details the physician had some trouble removing the balloon catheter. It is possible that adequate time was not allowed for the contrast material to be completely aspirated preventing complete deflation of the balloon. The instructions for use specify to allow the balloon to deflate for a minimum of 40 seconds prior to removal of the balloon back through the introducer sheath. If the balloon had not been allowed to fully deflate there would be more drag or force required to pull the balloon back through the introducer sheath. A full review of the catheter lot history records for the device in question could not be performed because the lot number and product code number were not provided. Below is an overview of the quality and performance criteria to which every lot of v12 covered stent systems is tested. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. Conclusion: based on the details of the complaint there is a probability that the balloon was not allowed adequate time to fully deflate before removing the balloon back through the introducer sheath. There is also an inherent amount of force to remove the balloon back through the sheath for all devices. It is for this reason that a level of all product built is tested as specified above including the ability of the device to be pulled back through the sheath after stent deployment. Based on the details of the complaint atrium medical cannot determine the root cause of the complaint.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that a chimney procedure was performed and the physician stated that he had trouble when removing the balloon catheter.